Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patients right hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the cup, head and modular sleeve was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. Similar complaints were discovered for the cup and sleeve, this will be continuously monitored. Similar complaints have been identified for the hemi head. However, as the device is no longer sold, no action is to be taken. A search was also made using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints have been identified for the cup. This will continue to be monitored. Similar complaints have been identified for the hemi head. However, as the device is no longer sold, no action is to be taken. No other similar complaints have been identified for the modular sleeve. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical information was reviewed. The clinical information provided, of the (metal corrosion at the taper and metallosis around the femoral ball) may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Manufacturer narrative:
Sections d1, d3, d4, d10 and g4 were updated with the new information received.internal complaint reference number: (B)(4).

Event description:
Us legal mdl. It was reported that, after a primary bhr-tha construct had been implanted on the plaintiff's right hip on (B)(6) 2008, the plaintiff experienced metallosis and persistent pain. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The plaintiff's outcome is unknown.